Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nostrils were burning, right side still burns seems like brain, deep breathes makes the pain increase, migraine infusions or similar headache, dizziness, stumbling, feeling super tired and increase in the noise of tinnitus, eyes would burn, burning sensation in sinus as well as head/scalp especially facial muscles, moving head or moving upper body the sharp pain would zip up nose went through head, sinus infection there was no report of serious or permanent patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer incorrectly a competitor device in the initial report. The reported event does not apply to a philips device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and cause the patient nostrils were burning, right side still burns seems like brain, deep breathes makes the pain increase, migraine infusions or similar headache, dizziness, stumbling, feeling super tired and increase in the noise of tinnitus, eyes would burn, burning sensation in sinus as well as head/scalp especially facial muscles, moving head or moving upper body the sharp pain would zip up nose went through head, sinus infection. There was no report of serious patient harm or injury. In previous report section g3 should be 07/11//2022; which has been corrected in this report.